Event description:
Booked hip revision due to patient presenting with pain and dislocation. Hip was revised, accolade stem removed and cup liner. Stem replaced with restoration modular and mdm. Upon explanting the stem it was noted by the surgeon that the stem and femoral head showed debris.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A medical review was performed and concluded: "based upon current information, it is not possible to solve this case with any reasonable certainty. It may seem that a procedure-related issue, possibly with secondary patient-related issues, exists with regard to component stability but final proof is missing." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. Conclusions: a medical review indicated that "the lower one-fourth to one-third cup zone had osteolysis with radiolucent line formation developing into the cup-bone interface although the central and upper cup zones were still well-fixed". The shell in this case remaiexact cause of the loosening event however could not be determined because insufficient information was provided. Additional information including progress notes, additional x-rays, return of the device are needed to fully investigate the event. If further information becomes available ned implanted suggesting it was still stable at the time of the revision. The or the product is returned, this investigation will be re-opened. Device not returned.